Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 400 mg/dl. Customer stated this morning he was physically sick nauseous and basically had signs of the flu but those feelings are no longer there. The customer believes it was the place of the infusion set that may have been the issue. The customer found that the cannula was bent upon removal. The customer was sent replacement sets.